Event description:
Silicone implants placed in pt's body 25 yrs ago. Pt has since had problems that relate to silicone illness. Fatigue, joint & muscle pain, back pain, and many problems with eyes at an early age. Memory problems and cognitive problems. Pt never had a mammography in 25 yrs. Both implants were removed in 1997 and both were ruptured. Hopefully most of the silicone was contained in the capsule. Pt believes not having mammograms to rupture the implants more has been the only reason their hlth has been spared more than a friend who had 8 mammograms & is totally disabled. Pt is still trying to work as a sitter because they "are broke" but pt does need help. It is very difficult! Because pt has no insurance and little money, pt has not been tested except when their surgery was performed 8 weeks ago. There were numerous eye surgeries as pt had many problems at a very young age. Denial has kept rptr from getting help as well as having no money. Her children offered to pay for the surgery. Pt had burning in their chest, & pain, could not lay on abdomen, and has been fatigued for many, many yrs.